Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that foley catheter tip size was found to be inconsistent with other catheters of the same batch. The same issue was reported in another record.

Event description:
It was reported that foley catheter tip size was found to be inconsistent with other catheters of the same batch. The same issue was reported in another record.

Manufacturer narrative:
The reported event was unconfirmed because the products meet specification. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not resterile. For urological use only. Valve type: use luer slip syringe. Do not use needle." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.